Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2010. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. A review of the device history record for strattice lot s10671 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. No strattice devices were returned for evaluation. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 13/nov/2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a recurrent ventral abdominal hernia and was implanted with strattice device lot s10671-065 on (B)(6) 2010. On (B)(6) 2013, patient underwent an exploratory laparotomy with partial removal of mesh. On (B)(6) 2018, patient underwent robotic ventral recurrent incarcerated ventral incisional hernia repair with mesh and mesh excision. Patient claimed they have been hospitalized and undergone multiple surgical procedures and suffered from a wound infection. On (B)(6) 2019, open incisional hernia repair with mesh was performed. The ppf form also indicates the patient was implanted with a non-abbvie device, "cook surgisis mesh¿ lot lb406924 on 26/may/2009. The form reported ¿herniorraphy¿ on (B)(6) 2009. The patient was implanted with another non-abbvie device ¿ethicon prolene hernia system¿ lot 2013-01 on (B)(6) 2009. The form indicates a ¿repair of recurrent ventral abdominal hernia lower abdomen with strattice mesh¿ on (B)(6) 2010. Another non-abbvie device, ¿covidien symbotex¿ lot pqj01067x, was implanted (B)(6) 2018. A fourth non-abbvie device, ¿ethicon prolene mesh¿ lot lpj002, was implanted (B)(6) 2019. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2010. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.